Manufacturer narrative:
510k exempt. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with manipler skinstapler. The client (veterinarian) reported that in two cases he/she had problems with the staples. Further information has been requested.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We received one used stapler. Initial evaluation: 20 pcs of staples were left in the cartridge. There is no abnormality in the position of the first staple. The staples after the second stapler are lined up alternately. There is no problem with the cartridge latch. Pusher spring was bent on the housing side. Since the spring hook at the rear of the cartridge was damaged and cracked, the staple release test could not be performed properly. The pusher spring hook of the cartridge was missing. Cracks were observed in multiple locations on the cartridge. The returned stapler was found to have multiple cracks, and disassembly of the cartridge was suspended due to the possibility of damage. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As the result of the investigation, no problems were found with the production record. Based on the damage to the cartridge, it is believed that the pusher spring popped out due to the loss of the part of the cartridge that secured the spring suspension (spring suspension hook). In addition, since the returned cartridges had multiple cracks, it is believed that additional processing such as resterilization was performed and the part that secured the pusher spring hook was damaged, which led to the ejection of the spring and spring hook. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.